Event description:
Hcp reported the pt experienced a pump access related pump pocket infection with methicillin resistant staphylococcus aureus. The pt underwent device explantation and is being treated for the infection.